Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus australia, omsc surmised there was the possibility this phenomenon was attributed to the failure of the ccd unit or the electrical circuit board in the video plug of the subject device. The failure of the ccd unit or the electrical circuit board in the video plug might have been occurred due to some impact by the user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was not displayed during the incoming inspection at olympus (B)(4). Olympus (B)(4) checked the subject device and duplicated the reported phenomenon. It was also found ccd failure of the subject device. There was no patient injury associated with this report.